Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular (lv) lead was damaged. The lv lead was not used and replaced. The patient was in the stable condition throughout the procedure.

Manufacturer narrative:
The reported event of the insulation damage during implant was confirmed. As received, a complete lead without the guidewire was returned in one piece for analysis. Visual inspection of the lead found the insulation was perforated by guidewire and the inner coil was damaged at the distal region consistent with procedural damage. The cause of the reported event was due to procedural damage.